Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q zen ceiling system. During an interventional procedure, it was reported that while attempting to position the patient transverse, table movements were not possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The user reported that during a patient procedure transversal movement functionality of the table top became unavailable. The affected system is equipped with a tilting table which has a stepping motor for longitudinal movement. With a tilted table top only commanded motorized longitudinal table top movements at slow speed (<250 mm/sec) are possible. According to the log files, the table top was tilted 0.3° during the event. Therefore, the system blocked the transversal movement as specified. This was indicated by a green led on a button on the table control module. The user tilted the table top back to 0°. Then the transversal tabletop movement was available again. The reported issue is considered to be a user error. No malfunction of the system could be identified. The operator manual provides a clear and adequate description about the system behavior when tilting the table. No corrective action is planned based on the present event.